Event description:
It was reported that post vena cava filter placement procedure the filter allegedly had deformation. There was no patient injury reported.

Manufacturer narrative:
The catalog number identified in device information has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in common device name and PMA/510k. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. However, a image was provided for review. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali jugular system that are cleared in the us. The pro code and 510 k number for the denali jugular system are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One image was provided and reviewed. The image shows an axial image from the CT scan of the filter which appears as if they are not expanded appropriately within the vena cava. Based on the image review, the investigation is inconclusive for the reported material deformation issue as the image is unclear. Therefore, the investigation is inconclusive for the reported material deformation issue. A definitive root cause for the reported material deformation issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post vena cava filter placement procedure the filter allegedly had deformation. There was no reported patient injury.